Event description:
It was reported that during treatment sparks were coming out of the tip of the clarity ii handpiece (hp). There was no patient injury reported. A trained cynosure lutronic field service engineer went to the treatment provider site for a device evaluation. During this time, the fse did not observe the device sparking, however, testing found the device was not working to the published specifications. The spot sizes 18 and 25 were visually inspected and observed some damage. It is undetermined what caused this damage, or if it contributed to the reported sparking but to correct the observation, replacement spot sizes were ordered. A member of the cynosure lutronic clinical team made contact with the treatment provider and confirmed that there was no patient injuries. The treatment provider reported that they replaced the hp window and the sparking did not occur again. The treatment provider reported that the window was damaged, however, there was no image of the window nor was it was returned for further evaluation. Therefore, it is undetermined if any damage or possible particulate on the window contributed to the reported sparking. To reduce the probability of reoccurrence, the cleaning and maintenance protocols were provided to the treatment site. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunctioned occurred and would likely cause or contribute to a serious injury if the malfunction were to recur.